Event description:
It was reported that a right ventricular (rv) lead was repositioned due to failure to capture. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead was repositioned due to failure to capture. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the cause of the loss of capture was lead dislodgement. No additional adverse patient effects were reported.